Event description:
It was reported that the patient was not able to adjust the stimulation. The patient charger displayed a por (power on reset) code. Follow-up with the patient's healthcare professional was recommended. Additional information has been requested, a follow-up report will be sent if additional information becomes available.